Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. The customer found error code in the log. The customer replaced the data acquisition da pcba board which rectified the issue. The device was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the machine pressure accuracy failed.: the customer reported there was no patient involvement.